Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5080796 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous renal replacement therapy (crrt) while using a prismaflex machine was not running properly and the weights were off on the scales. This event was observed during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.